Manufacturer narrative:
(B)(4).

Event description:
It was reported "and from there, along the right sternal border to the third intercostal space with the right mid-clavicular line, the right clavicular right clavicular midline, the mocrodilator is withdrawn, it is noteworthy that it generates some resistance when it is withdrawn. When it is removed, we proceed to advance the PICC catheter, it is evident that the catheter does not advance, it draws attention since the puncture was without complication and to advance the guide there was no resistance, it is decided to remove the ocrointroducer. The catheter does not advance, it is evident that the catheter is fractured (complete), it is decided to perform a new procedure, it is necessary to use a new catheter." There was no patient harm or injury. The patient's current condition is reported as "unknown".

Event description:
It was reported "and from there, along the right sternal border to the third intercostal space with the right mid-clavicular line, the right clavicular right clavicular midline, the mocrodilator is withdrawn, it is noteworthy that it generates some resistance when it is withdrawn. When it is removed, we proceed to advance the PICC catheter, it is evident that the catheter does not advance, it draws attention since the puncture was without complication and to advance the guide there was no resistance, it is decided to remove the ocrointroducer. The catheter does not advance, it is evident that the catheter is fractured (complete), it is decided to perform a new procedure, it is necessary to use a new catheter." There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of a fractured catheter was not able to be confirmed by the photo. The image only shows a peel-away sheath and dilator. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for material c-15802-005b, batch 13c24g1070 in regard to "extension line /luer hub separation in use." Without the sample returned, it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the non-conformance identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.